Event description:
It was reported that the air gas module was defective. Patient involvement was unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. The reported issue was investigated further on-site and it was found that the air gas module was defective and required replacement. No part was returned for further investigation, hence the root cause of the event has not been determined.